Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer received this information on 03/30/2016. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not available for manufacturer's investigation. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information it is supposed that the tip of the guidewire was trapped in the sub-intimal of the targeted lesion, where rotational and/or push-pull manipulation to the guidewire was conducted with the force exceeding the product design limit, resulting the breakage of the tip of guidewire. IFU describes in its "indications for use" : this product is intended to facilitate the placement and exchange of diagnostic and therapeutic devices during intravascular procedure. This device is intended for peripheral vascular use only. And in the "warning" : - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, during a retrograde rca complex cto pci, physician was attempting to re-enter the rca from the subintimal space and selected to use subject gladius 0.014" guidewire, off-label, to re-enter the distal rca lumen. The distal end of the guidewire fractured and separated off in the sub-intimal space. Reportedly, two other guidewires from other manufacturer had also fractured off in the same area. No injury was caused to the patient, reportedly.

Manufacturer narrative:
Section b5 is corrected. Seciton h10 is corrected as below. Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number.] During processing of this complaint, attempts were made to obtain complete event, patient and device information. Lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Investigation of returned device revealed that the core wire was broken of at approx. 4cm from tip end, coil and its covering polymer jacket was entirely missing. Close observation of the breakage site showed the trace of breakage due to rotational force. Based on the obtained information it is inferred that the tip of the guidewire was trapped in the sub-intimal of the targeted lesion, where rotational and/or push-pull manipulation to the guidewire was conducted with the force exceeding the product design limit, resulting the breakage of the tip of guidewire. This event occured during a coronary procedure. The IFU describes in its "indication for use" that: this product is intended to facilitate the placement and exchange of diagnostic and therapeutic devices during intravascular procedure. This device is intended for peripheral vascular use only. And in the "warning" : - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720degree) in the same direction.

Event description:
Reportedly, during a retrograde rca complex cto pci, physician was attempting to re-enter the rca from the subintimal space and selected to use subject gladius 0.014" guidewire, off-label, to re-enter the distal rca lumen. The distal end of the guidewire fractured and separated off in the sub-intimal space. Reportedly, two other guidewires had also fractured off in the same area. No injury was caused to the patient, reportedly.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., (B)(4), registration number: 3003780911.